Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation and failure to cycle were confirmed. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The reported patient effect of thrombus and pain are listed in the perclose prostyle instructions for use (IFU) as potential adverse events associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it appears a posterior needle to cuff miss occurred which included a material separation of the proximal foot that was not noted in the procedure, nor was the device returned. The separated foot became lodged to the vessel wall via the link attached to the cuff that was inside the foot. A thrombectomy was conducted indicating thrombus. The foot in the vessel likely led to the thrombus, the subsequent pain and a surgical intervention for treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was performed on (B)(6) /2026, using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. An attempt was made to pre-place the sutures of a prostyle device; however, it had a "misfire" [cuff miss]. The sutures of two new prostyles devices were successfully placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Reportedly post procedure, the patient came back to the hospital with complaints of foot pain. On (B)(6) 2026, the patient was taken back to the operating room for surgery for a left common femoral repair, along with endarterectomy/thrombectomy and patch angioplasty. During the surgery, the surgeon found a piece of a foot from a prostyle device that had broken off in the vessel. The separated prostyle foot was removed from the patient during the surgery. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.